Event description:
Patient reported that approximately one week after injection with "juvederm voluma" under the eyes and "juvederm" in the "cheeks and around the lips," they experienced "swelling," "discoloration and darkness under the eye," and it "hurts" at the injection site. Patient stated it may be a "possible infection" or "possible contusion." Patient also stated there is a bump that is "like a golf ball" on the "high cheek bone." Patient was treated with ciprofloxacin. Patient confirmed the areas injected with "juvederm" are "okay."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling, discoloration, darkness, "hurts, "infection, contusion and bump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.